Event description:
The customer reported a low and high reading issue with the adc freestyle libre 2 sensor as compared to an adc meter. The customer experienced symptoms described as " trembling, foggy, sweating, problems talking, and lost consciousness¿ and was unable to self-treat. The customer further reported being diagnosed with hypoglycemia but no treatment information was provided. Sensor readings of 62 mg/dl, 71 mg/dl, 72 mg/dl, and 78 mg/dl were obtained as compared to capillary readings of 351 mg/dl, 41 mg/dl, 88 mg/dl, and 252 mg/dl and readings were received on an unspecified date and time. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c and d" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low and high reading issue with the adc freestyle libre 2 sensor as compared to an adc meter. The customer experienced symptoms described as " trembling, foggy, sweating, problems talking, and lost consciousness¿ and was unable to self-treat. The customer further reported being diagnosed with hypoglycemia but no treatment information was provided. Sensor readings of 62 mg/dl, 71 mg/dl, 72 mg/dl, and 78 mg/dl were obtained as compared to capillary readings of 351 mg/dl, 41 mg/dl, 88 mg/dl, and 252 mg/dl and readings were received on an unspecified date and time. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c and d" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low and high reading issue with the adc freestyle libre 2 sensor as compared to an adc meter. The customer experienced symptoms described as " trembling, foggy, sweating, problems talking, and lost consciousness¿ and was unable to self-treat. The customer further reported being diagnosed with hypoglycemia but no treatment information was provided. Sensor readings of 62 mg/dl, 71 mg/dl, 72 mg/dl, and 78 mg/dl were obtained as compared to capillary readings of 351 mg/dl, 41 mg/dl, 88 mg/dl, and 252 mg/dl and readings were received on an unspecified date and time. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c and d" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.